Event description:
It was reported that the pacemaker showed evidence of atrial undersensing at times, and possible noise and oversensing on atrial tachy response (atr) electrograms (egms) during atrial arrhythmias. The right atrial (ra) lead remains in service. No adverse patient effects were reported.